Manufacturer narrative:
Serial # not provided. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failed battery. There was reportedly no patient involvement.